Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances on two leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
Additional information indicates that the ineffective therapy was due to the ipg which met normal eol. No intervention was taken on the lead with high impedances and the patient has effective therapy; therefore, this event is no longer considered to be reportable.

Manufacturer narrative:
The ineffective therapy was due to the ipg which met normal eol. No intervention was taken on the lead with high impedances and the patient has effective therapy; therefore, this event is no longer considered to be reportable.